Manufacturer narrative:
The reported event of "separated from the catheter" was confirmed. The catheter body was broken at 0.40 from the catheter tip. The broken section was returned and the edges at the break locations did not appear to match. The catheter tube was tapered at the break location. The proximal windings slipped distal towards the catheter tip. The balloon did not deflate due to the balloon slipped distal of the inflation ports. The distal windings were intact. The visual examination was performed with a 10 to 45x microscope. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI number (B)(4).

Event description:
It was reported that during a thrombectomy procedure on a (B)(6) male patient, the balloon separated from the catheter and was lodged in the patient. A cut down was performed at the access site and the balloon was successfully retrieved. There were no patient complications reported.